Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), procedural pain ("feel so sore"), abdominal discomfort ("pressure on my belly and it feels so tight") and abdominal rigidity ("pressure on my belly and it feels so tight"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain, abdominal discomfort and abdominal rigidity outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal rigidity, medical device removal and procedural pain with essure. The reporter commented: patient had a total hysterectomy and bilateral salpingectomy on (B)(6) (unspecified year) and on (B)(6) (unspecified year) she felt so sore when she get up because of the pressure on belly and it felt so tight. Concerning the injuries reported in this case, the following ones were reported via social media: hysterectomy, salpingectomy, procedural pain, abdominal discomfort and abdominal rigidity. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("feel so sore"), abdominal discomfort ("pressure on my belly and it feels so tight") and abdominal rigidity ("pressure on my belly and it feels so tight"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain, abdominal discomfort and abdominal rigidity outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal rigidity, medical device removal and procedural pain with essure. The reporter commented: patient had a total hysterectomy and bilateral salpingectomy on 25 august (unspecified year) and on 26 august (unspecified year) she felt so sore when she get up because of the pressure on belly and it felt so tight. Concerning the injuries reported in this case, the following ones were reported via social media: hysterectomy, salpingectomy, procedural pain, abdominal discomfort and abdominal rigidity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.